Manufacturer narrative:
This is not an implantable device. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had some type of material coming out when inserting the lens. No patient injury reported. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/2/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual evaluation and inspection using magnification was performed. Stress marks were observed at the cartridge tip. Traces of viscoelastic were also observed at the cartridge tube and neck section. The sample returned was not missing any part of the tip. The reported issue was not verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.